Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 229 mg/dl after pausing insulin delivery briefly for a shower and consuming a low-carbohydrate meal without announcing it, with subsequent readings trending down to 191 mg/dl and then 161 mg/dl after insulin delivery was resumed. Symptoms included asymptomatic elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no assistance required. Investigation included a review of the reported event, user statements, and device use context. Investigation of this case revealed that insulin interruption and lack of meal announcement likely contributed to the high glucose excursion. It was concluded that the device functioned as expected and that user-managed factors were the likely contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.